Manufacturer narrative:
This supplemental MDR is to capture additional information from a follow up, but it does not impact the investigation findings previously submitted. The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: note: when using trocar with drain, care should be taken as the sharp and pointed edge of trocar could result in serious injury. After removal of trocar from the drain, please dispose of it as per the hospital protocol in the appropriate biohazard/sharp's container. Instructions for use: 1. The surgeon should irrigate the wound with sterile fluid and then suction the irrigating fluid and gross debris from the operative site. 2. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. 3. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. 4. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. 5. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. 6. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain placement. 7. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. 8. Care must be exercised to avoid damage to the drain (refer to warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by pa working with the doctor that the product number is 0043610. They wanted to send some background info that was sent from the pa who works with these drains to our original point of contact for a better overall picture of our issues. It is not only the trocar, but now the clotting issue. There have now been 2 patients who have formed hematomas. They have a few concerns about the drain they have been using. The 1st problem that they noticed with the drain was that, when they tried to pierce through the skin, the drain trocar was not sharp enough and I had difficulty actually piercing the skin. They have had to use my fingers to press down on the skin, as well as multiple instruments, and sometimes they have difficulty even doing that. Due to this difficulty, they have almost poked themself with the drain trocar multiple times. They were very careful in surgery, and this has bothered them quite a bit because they do not want to get poked as well as do not want to cause any risk of contamination to the patient. They have now broken 2 needle drivers trying to puncture through the skin with the drain trocar. It was just brought to their attention today that the doctor has also been having difficulty with the drain. When the patient is on the floor the drains have been clotting off too quickly and have not been working properly. Due to this the patient had built up hematoma under their incisions. They recently had a patient we almost had to take back to surgery due to him having a hematoma and the drain clotting off. They were able to get the clot out and he began draining again, but he still ended up going home with quite a bit of swelling under the skin due to the drain. Not only had these caused problems with risk of contamination to the patient but also risk of injuring myself and the surgical staff that has been assisting with the drains to get them in place. They never needed help putting in a drain until I used these. They were not particular when it comes to what kind of drain that I use as long as it is a hemovac because that is what the doctor would like. Unfortunately, these drains are not working for the patients, and I would like to at least trial some other drains. If they could help speed the process along, please let them know. Per follow information received via email on 06apr2026, physical samples are unavailable. They do not have lot number for the devices. It has been happening over many months with multiple drains. Drains were all used on back tissue, not necks. Hematomas formed. Drains adjusted or stripped to allow for drainage to continue.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by pa working with dr. (B)(6) that the product number is 0043610. They wanted to send some background info that was sent from the pa who works with these drains to our original point of contact for a better overall picture of our issues. It is not only the trocar, but now the clotting issue. There have now been 2 patients who have formed hematomas. They have a few concerns about the drain they have been using. The 1st problem that they noticed with the drain was that, when they tried to pierce through the skin, the drain trocar was not sharp enough and I had difficulty actually piercing the skin. They have had to use my fingers to press down on the skin, as well as multiple instruments, and sometimes they have difficulty even doing that. Due to this difficulty, they have almost poked themself with the drain trocar multiple times. They were very careful in surgery, and this has bothered them quite a bit because they do not want to get poked as well as do not want to cause any risk of contamination to the patient. They have now broken 2 needle drivers trying to puncture through the skin with the drain trocar. It was just brought to their attention today that dr. (B)(6) has also been having difficulty with the drain. When the patient is on the floor the drains have been clotting off too quickly and have not been working properly. Due to this the patient had built up hematoma under their incisions. They recently had a patient we almost had to take back to surgery due to him having a hematoma and the drain clotting off. They were able to get the clot out and he began draining again, but he still ended up going home with quite a bit of swelling under the skin due to the drain. Not only had this caused problems with risk of contamination to the patient but also risk of injuring myself and the surgical staff that has been assisting with the drains to get them in place. They never needed help putting in a drain until I used these. They were not particular when it comes to what kind of drain that I use as long as it is a hemovac because that is what dr. (B)(6) would like. Unfortunately, these drains are not working for the patients, and I would like to at least trial some other drains. If they could help speed the process along, please let them know.

Manufacturer narrative:
The reported event was inconclusive because this investigation did not result in any additional findings and no sample was available for evaluation. The reported event is addressed within the labeling as it states: note: when using trocar with drain, care should be taken as the sharp and pointed edge of trocar could result in serious injury. After removal of trocar from the drain, please dispose of it as per the hospital protocol in the appropriate biohazard/sharp's container. Instructions for use: 1. The surgeon should irrigate the wound with sterile fluid and then suction the irrigating fluid and gross debris from the operative site. 2. Tubes should lie flat and in line with the anticipated skin exit. To facilitate later removal by manual traction, the tubing should not be curled, pinched, or sutured internally. 3. Positioning of the drain in the body cavity, as well as the number of drains indicated, should be determined by the surgeon. 4. Drain tubing should be placed within the wound by approximating the areas of critical fluid collection. 5. Care must be taken to ensure that all drain perforations or channels lie completely within the wound or cavity to be drained. 6. Taping or a triple loop suture (around and not through the tubing) will aid in preventing accidental drain placement. 7. Deep drainage is best accomplished by using one or more drains for each level of tissue. Each level should be evacuated by a separate vacuum source. 8. Care must be exercised to avoid damage to the drain (refer to warnings). The tubing should be repeatedly checked during closure for free motion to avoid breakage and/or fragment retention within the wound. The DHR review could not be performed without a lot number. No additional actions can be taken at this time. Correction: d. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported by pa working with the doctor that the product number is 0043610. They wanted to send some background info that was sent from the pa who works with these drains to our original point of contact for a better overall picture of our issues. It is not only the trocar, but now the clotting issue. There have now been 2 patients who have formed hematomas. They have a few concerns about the drain they have been using. The 1st problem that they noticed with the drain was that, when they tried to pierce through the skin, the drain trocar was not sharp enough and I had difficulty actually piercing the skin. They have had to use my fingers to press down on the skin, as well as multiple instruments, and sometimes they have difficulty even doing that. Due to this difficulty, they have almost poked themself with the drain trocar multiple times. They were very careful in surgery, and this has bothered them quite a bit because they do not want to get poked as well as do not want to cause any risk of contamination to the patient. They have now broken 2 needle drivers trying to puncture through the skin with the drain trocar. It was just brought to their attention today that the doctor has also been having difficulty with the drain. When the patient is on the floor the drains have been clotting off too quickly and have not been working properly. Due to this the patient had built up hematoma under their incisions. They recently had a patient we almost had to take back to surgery due to him having a hematoma and the drain clotting off. They were able to get the clot out and he began draining again, but he still ended up going home with quite a bit of swelling under the skin due to the drain. Not only had these caused problems with risk of contamination to the patient but also risk of injuring myself and the surgical staff that has been assisting with the drains to get them in place. They never needed help putting in a drain until I used these. They were not particular when it comes to what kind of drain that I use as long as it is a hemovac because that is what the doctor would like. Unfortunately, these drains are not working for the patients, and I would like to at least trial some other drains. If they could help speed the process along, please let them know.